Event description:
Customer reported that her insulin pump was no longer charging. There was no reported impact on the customer's blood glucose level. Technical support received the notification and confirmed the customer's shipping address, and they sent a replacement pump to the customer. No additional information was provided regarding the customer's outcome.